Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Pump trace download analysis confirmed the pump alarmed low battery alert . The power management graph confirmed low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's battery worked for five days instead of three weeks. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.